Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, oversensing noise was observed on the rv lead. The patient did not receive inappropriate therapy. The lead was capped and replaced. No adverse consequences were detected.